Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more information can be obtained from that investigation, a follow up report will be filed.

Event description:
A malfunction involving a zippie zone was reported to sunrise medical on (B)(4) 2013. The dealer reported that the backrest brackets gave out. The dealer reported that the end user had fallen out of the chair but that there were no injuries reported.